Manufacturer narrative:
The unit was received with a blank display due to moisture damage on all electronic assemblies. The device was unable to perform the self test along with the off no power, unexpected restart error, displacement, rewind, basic occlusion, prime/compromised force sensor system, occlusion, excessive no delivery, and operating currents tests due to the blank display. The black display anomalies could not be verified due to the blank display. The following physical damage was noted: minor scratches on the lcd window, cracked lcd window, cracked casing at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call that her insulin pump had a full black screen. The patient's blood glucose at the time of incident was 448 mg/dl, which the she has yet to treat. The customer had a headache. However, the customer is a nurse and will take care of her blood glucose. Troubleshooting was initiated and the customer confirmed that the device was not exposed to extreme temperatures or direct sunlight. The device was stabilized at room temperature and the black screen did not disappear. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.